Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <pjs, nhl>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to inadequate stimulation and elective replacement for system upgrade as a directional lead implanted to improve benefits. The patient is doing great post operatively with no complications, waiting for new lead to be programmed. The explanted device will not be returned as it was disposed per facility policy.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to inadequate stimulation and elective replacement for system upgrade as a directional lead implanted to improve benefits. The patient is doing great post operatively with no complications, waiting for new lead to be programmed. The explanted device will not be returned as it was disposed per facility policy.

Manufacturer narrative:
Supplemental submitted to include additional information that changed field h6. Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <pjs, nhl>.